Manufacturer narrative:
(B)(4).

Event description:
It was reported one day after a new device was implanted, interrogation revealed upper high voltage lead impedance measurements. Lead testing found stable measurements. No procedure was suggested to resolve the issue. The patient condition is fine.